Event description:
It was reported that the gears of the zimmer skin graft mesher were damaged and needed to be replaced, resulting in an incomplete mesh. Other reported details included a difficulty while cranking the device and a clicking/grinding noise being made by the device during use. No additional clinical info was received prior to this report. A f/u medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 09/08/2010 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed worn gears, and excessive galling of the gear teeth of the roller gear teeth of the roller gear and both cutter gears. Damage to the roller, roller gear, comb and left side plate were also observed. Prior to repair, a test mesh and calibration check could not be performed due to the damaged gears and comb. Customer returned two cutters both and excessively galled gear teeth. Both cutters produced an unacceptable test mesh and failed cutter eval. Improper handling by the customer most likely caused the damage to the roller, roller gear and cutter gears which most likely caused the customer's reported event. Additionally, improper handling most likely caused the damage to the comb and left side plate. The device was serviced and returned to the customer.